Event description:
It was reported that the customer's insulin pump was malfunctioning. Caller stated that every time they changed the battery, the insulin pump reset it self and accidentally delivered insulin into customer. Caller stated that he called the hospital and gave him glucagon and he was fine. Unable to troubleshoot because, caller did not have the insulin pump with him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.